Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf has no new allegation. Added stem on ip, date of birth and lawyer. Updated unknown head and liner.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege that on or about (B)(6) 2009, pt was implanted with a depuy pinnacle hip on his left side. Over time, biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood, tissue and bone surrounding the implant. Since the implantation, pt has experienced severe pain, discomfort and inflammation in his left thigh, left hip, and groin. He also feels stiffness with a pinching sensation radiating from the left hip-joint.